Event description:
It was reported that screw head cracked during a procedure and the screw shaft was left inside the pt. A second shorter length screw of the same model was utilized to complete the procedure. No pt injury or procedural delay is being reported at the time of this report.